Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unspecified. The root cause of the foreign material clogged in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "broken insertion part, cut". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of 'broken insertion part, cut" was not confirmed , however, inspection found shaved forceps channel port and suction (s-cylinder) unit. Dent found on channel (ch-tube). Due to dent, the forceps cannot be inserted smoothly. Chip noted on objective lens and crack found on light guide (lg) lens and the adhesive around lg lens found peeled off. Furthermore, foreign material was found inside the device nozzle. Due to this , irrigation error was observed. This condition was attributed due to insufficient reprocessing, cleaning, handling issue. Additionally, the following defects/findings were identified during device inspection: objective lens has discoloration. Connecting tube has discoloration. Control unit has discoloration. Connecting tube has a wrinkle. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to wear of angle wire, the play of up/don knob is out of the standard value. Adhesive on a-rubber (adhesive connection) has a chip. Scope connector (s-connector) found dirty due to water leakage. Scratch observed on scope connector (s-connector switch box, ), grip, switch 1, distal end c-cover, scope cover (sc) , protector of universal cord on s-connector side, protector of universal cord on control section side, universal cord. Due scratch, defective switch 1, watertightness is lost. Follow up communication with the customer regarding the issue reported did not provided information other than stating that the device was inspected prior to use. Additionally, due to the nature of the reportable event (foreign material found inside the nozzle), the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. Device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿unknown¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Oerpro 3/4 ¿scope reprocessor used for cds. The customer did not confirm that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Facility flushed the air/water nozzle with water and air. Flushing of air/water nozzle with detergent solution noted ¿unknown¿ the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.